Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lta cable running inside the insertion tube may have become disconnected or shorted due to repeated angle adjustments, bending of the insertion tube, or excessive bending. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a damaged ccd unit. There was no patient involvement.